Manufacturer narrative:
Investigations have determined that the customer only used 5 samples when comparing the p module system to the integra system. Two of the samples were in the high range and three were in the middle. For one of the three samples in the middle range, the bias is above 15% which may be due to any kind of interference. The testing method on both analyzers is totally different. The integra system uses fluorescent polarization and the p module system uses enzyme multiplied immunoassay technique. Therefore, the behaviour in terms of interference is different. No adverse event was reported.

Event description:
The customer received discrepant results for one patient sample tested for vancomycin on the p module. The sample initially resulted as >80 ug/ml accompanied by a data flag on the integra 800 analyzer. The sample was repeated on the p module with a result of 52.7 ug/ml accompanied by a data flag. The sample was then diluted 1:2 and repeated again on the p module generating a result of 68.4 ug/ml. The sample was repeated a third time on the integra 800 generating a result of 79.6 ug/ml accompanied by a data flag which was considered to be correct and reported outside of the laboratory. The sample was also repeated a fourth time on the integra 800 on (B)(6) 2011 generating a result of 72.7 ug/ml. The customer changed to a new bottle from the same reagent lot and calibrated it on the p module on (B)(6) 2011, then repeated the sample for a fifth time on the p module generating a result of 60.1 ug/ml. On (B)(6) 2011, the customer then changed the vancomycin reagent lot to 64503301 on the p module and repeated the sample for a sixth time on the p module generating a result of 60.1 ug/ml. The patient was not adversely affected by the event. The vancomycin reagent lot number used on the p module was 63990101 with an expiration date of 12/31/2011. The vancomycin reagent lot number used for the sixth repeat was 64503301 with an expiration date of 02/29/2012. The field service representative could not determine a cause. He checked the rinse mechanisms for proper rinse volumes and vacuuming; these were ok. He checked gear and vacuum pressures; these were ok. He installed new cuvettes and lamp. He installed a new lens; cell blank and photometer checks were ok. He checked detergent cell wash volumes and these were ok. The incubator water bath temperature was checked and was 37 degrees celsius. The customer ran calibrators and quality control and these were ok. Reproducibility of results was ok. The field application specialist noted that the integra and p module use different methods for vancomycin.